Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the event states that ¿clips sealing after cutting is very bad and in most cases leads to leakages.¿ can you please clarify: when was the leakage identified (intra-operative, post-operative)? Intra- operative. What was done to treat the issue? Used another reload. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes. Patient needed to stay under direct observation in the hospital for a longer period than usual to ensure no complication will be happened and they have to fix specific device to the patient to take out the bleeding incase happened after option. Can you please clarify what was meant by, ¿clips didn't hold correct on site¿? Clips don¿t seal the tissue as it has to be (its falling down). What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. Were there staples missing from the staple line? From the moment that surgeon needs to cut the tissue and seal it, all the staples fall down directly. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing, the reloads used in the procedure were discarded. Device evaluation: the analysis results confirmed that two ecr60d cartridges were received sterile with no apparent damage. Cartridges were opened and tested for functionality with test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batches: l52792 and n56e0y.

Event description:
It was reported that during a sleeve gastrectomy the clips sealing after cutting is very bad and led to a leakage. The knife cut the tissue but the clips didn't hold correct on site so closure was not proper.

Manufacturer narrative:
(B)(4). Photographic analysis: one picture was provided; picture received shows an image of the or, on the screen bleeding can be observed. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.